Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient was implanted with a new pump and catheter on (B)(6) 2017. The previous pump was explanted on (B)(6) 2017 due to infection at the pump sight. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The pump was explanted and then on (B)(6) 2017 the catheter was explanted. On (B)(6) 2017 a new pump and catheter were placed. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.